Event description:
It was reported the implantable neurostimulator (ins) was flipped. The patient had trouble recharging the ins and they could not ¿make access with the recharger.¿ x-rays confirmed the ins was flipped. Impedances were measured to be good and the patient¿s stimulation was still good. The patient had a revision on 2015-(B)(6). After the revision, everything was okay and the patient was doing well. There was no patient harm, injury or death.

Manufacturer narrative:
(B)(4)